Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14th february 2025, it was reported by an arthrex employee via email that for an ar-2324bcc, suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet, the anchor broke during insertion. This was detected during a rotator cuff repair procedure on (B)(6) 2025. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another new ar-2324bcc instead. All the fragments retrieved were from the patient and ar-1927pb was used to prepare the bone socket.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection identified that the swivelock screw of the bio-comp swvlk c, cld 4.75x19.1mm had broken off. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.